Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer service team provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.